Event description:
As previously reported on medwatch 2017233-2010-00282, on (B)(6) 2010, this pt underwent endovascular repair of an aneurysm of the ascending thoracic aorta using gore tag thoracic endoprostheses. Removal of the 22fr gore introducer sheath with silicone pinch valve resulted in traumatic disruption of the left external iliac artery. A contralateral leg component (B)(4) was used to repair the traumatic disruption. Blood loss was less than 1 liter. On (B)(6) 2010, the pt underwent open surgery, due to bleeding from the anastomosis between the contralateral leg component (B)(4) and the external iliac artery. The contralateral leg component was explanted and replaced with vascular graft. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note: the previously submitted medwatch 2017233-2010-00282 reported specifically on the 22fr gore introducer sheath with silicone pinch valve (B)(4). This medwatch is to report specifically on the (B)(4).